Event description:
It was reported that the patient experienced "personal injuries" following surgical procedures in which "prolene mesh patches" were used. No additional information was provided at this time.

Manufacturer narrative:
Date sent to the FDA: 07/11/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.